Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical task concluded, this case reports that the positioner/impactor broke during surgery. A photo of the device confirms the device bumper broke into two pieces. Per complaint details, there was no patient injury delay, and the procedure was completed with a backup device. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A visual inspection noted that the weld has failed at the strike plate. The device shows significant signs of wear/usage. The device was manufactured in 2011. The failure has been previously identified. This was likely due to fatigue loading of the weld joint caused by repeated impacts. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. Design specification insufficient is the probable cause of the reported failure. This issue has been submitted to our process in accordance with applicable internal procedures. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the item broke during surgery. No delay reported. No patient injuries reported. A s&n backup was available.